Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt was unable to get her device to work after replacement due to lead issues, and that she no longer needs the device. Pt states, her current neurologist said, she was misdiagnosed and never needed to have an implant. Her neurologist operated on her and can cure her of pain issues.